Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, inappropriate antitachycardia pacing therapy due to post-sensed t-wave oversensing was observed on stored egm. Programming changes were made and no more oversensing episodes were noted.